Manufacturer narrative:
Technical support requested that the account check the hex rod, linkage and isolate the casters. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the head end casters will lock into brake, but as soon as the bed is bumped, the head brake casters will unlock and allow the head end to move. No injuries.